Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident, and 120 mg/dl at the time of admission. The customer used a glucose tablet and was given intravenous fluids to treat. The customer experienced symptoms such as dehydration and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also stated that they needed their settings reviewed since they had moved from one time zone to another. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.